Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. The customer used both the tandem charging cable and wall adapter but confirmed that leaving the adapter plugged in for 30 minutes did not resolve the issue. Attempts to use a different wall adapter were also unsuccessful, leading to a decision to send replacement charging supplies. There was no adverse impact to the customer's blood glucose level and the pump did not shut down. Upon follow-up, it was confirmed that using the replacement charging supplies resolved the issue, and the pump began charging, requiring no further assistance.